Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9,h2,h3,h4,h6,h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air pump flow rate measured out of range, igniter is firing weak, blinking front panel, broken output scope socket, corrosion inside socket tubing. A root cause could not be identified. Based on the results of the investigation, since reported failure was not confirmed. The most probable cause of the reportable malfunction is no problem detected. Additionally, the air pump flow rate measured out of range, igniter is firing weak, blinking front panel, broken output scope socket, corrosion inside socket tubing, and the cause was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had an image that would revert to color bars and an error would appear on screen. The event occurred during a therapeutic colonoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.